Event description:
It was reported during a potassium 30meq/normal saline 100ml at a rate of 100ml/hour that the tubing set developed a balloon in the silicone segment causing the IV infusion to not flow properly to the patient. The customer validated that there were no IV pushes administered prior to the balloon developing in the silicone segment. The customer further stated that there were no adverse effects caused to the patient from the event. Received a copy of the customer's medwatch report from FDA which states, ¿IV pump tubing developed an outpouching (looks like a large bubble in the tubing) causing the IV fluids to not flow properly to the patient. Patient suffered no injury." The medwatch also stated that the event occurred in the critical care department.

Manufacturer narrative:
Additional patient information: diagnosis; acute pancreatits; hypertension; morbidly obese; alcohol/drug use ethnicity: not hispanic/latino race: white medwatch stated patient weight: 145kg, customer reported patient weight as 137.7kg

Manufacturer narrative:
The customer¿s report that the tubing ballooned at the upper fitment of the pumping segment was confirmed by pressure testing. The balloon is caused by excessive pressure within the silicone segment. The root cause for the source of the excessive pressure is unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No balloon observed silicone segment tubing (p/n 12088541) during inspection. Clear liquid was observed inside both of the set¿s tubing and drip chamber. No other anomalies were observed on the set during visual inspection. The set was loaded into a lab pump module device. The primary infusion was programmed at a rate of 100ml/h and vtbi 100ml for 1 hour. No alarms or any other issues were noted by the device. No bulge/ balloon was observed in the silicone segment. Finally the set was attached to an air pump and completely submerged in warm water. A balloon occurred at 17 psi. After the functional testing, three samples of the silicone segment were analyzed and the walls were found to be concentric. The customer¿s report that the set did not flow properly was not confirmed. Functional testing was performed and the set flowed properly. The root cause of the improper flow was not identified.

Event description:
It was reported during a potassium 30meq/normal saline 100ml at a rate of 100ml/hour that the tubing set developed a balloon in the silicone segment causing the IV infusion to not flow properly to the patient. The customer validated that there were no IV pushes administered prior to the balloon developing in the silicone segment. The customer further stated that there were no adverse effects caused to the patient from the event.